Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a few scratches on the display screen and unresponsive buttons on the insulin pump. Customer's blood glucose was 5.0 mmol/l. Customer stated that she has to press the button several times before it works. Customer stated that she does not need a loaner pump at this time.